Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays patient vital signs data from multiple bedside multi-parameter patient monitoring devices through either wired or wireless connections. Welch allyn factory service could not confirm the allegation since the display was not returned for evaluation. The display is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the sources of failure. Method: (device was not returned for evaluation). Conclusions: replaced per service contract).

Event description:
The customer reported that they had a samsung display that is not powering up. This resulted in a temporary inability to monitor patients centrally until the customer replaced the display. There was no report of any patient harm as a result of the reported events.